Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed, and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A health care professional reported that during surgery while trying to load the lens, the blue plunger did not engage with the lens within the pre-loaded delivery system, whilst the blue plunger did advance, the lens remained in the body of the delivery system. The surgery was able to continue by a new unspecified lens of the same diopter. Additional information has been requested.

Manufacturer narrative:
The device with the lens was returned loose in a plastic bag. The plunger lock and lens stop have been removed. The plunger was oriented correctly. Inadequate viscoelastic was observed in the device. The plunger has been advanced over the lens to mid nozzle. The lens was under the plunger still in the loading area. Product history records were reviewed and documentation indicated the product met release criteria. A qualified viscoelastic was indicated. A plunger override was observed. The root cause may be related to a failure to follow the instructions for use (IFU). Inadequate viscoelastic was observed in the device. The IFU instructs: fill the device until viscoelastic can be observed flowing to the line on the nozzle tip. This will require approximately 0.2 ml of viscoelastic. If inadequate viscoelastic is placed in the device this will cause inadequate coverage of the lens fold path which may cause the lens to advance incorrectly or become stuck in the device allowing the plunger to override the lens. Plunger override may occur due to rapid advancement faster than the IFU recommend rate. If inadequate viscoelastic is placed in the device this will cause inadequate coverage of the lens fold path which may cause the lens to advance incorrectly or become stuck in the device allowing the plunger to override the lens. If the operating room temperature is too high (more than 23 degree c or 73 degree f) lens folding consistency is negatively affected, the lens is more adherent and this may inhibit lens advancement. Any of the above listed causes alone, or in combination, may create the reported event. Due diligence has been performed in an attempt to obtain further information on this event. File will be reopened if new information is received. The manufacturer internal reference number is: (B)(4).